Event description:
Nail was inserted to treat a segmental shaft fracture, which resulted in a non-union and continued patient pain/discomfort. Will be removed, harvest bone from the same femur, open reduce, insert autograft, and replace with a synthes nail. FDA safety report ID# (B)(4).